Event description:
During a transesophageal echocardiogram (tee) exam, the acuson sc2000 system hung up and could not be operated. The exam was completed with the use of another ultrasound system. There was no patient injury. The issue was resolved with the replacement of the mbm202. No additional information is available. This MDR is being submitted following a retrospective review.

Manufacturer narrative:
The mbm202 s/n (B)(6) was replaced on site and returned to the manufacturer for analysis. At the time of this report, the part has not yet arrived for analysis. Therefore an investigation cannot be performed at this time. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Manufacturer narrative:
This supplemental report is being submitted to provide investigation information. In this case, plexus found that the retaining bracket used with connector j2 on the pei2 daughterboard was not keeping the pcie cable fully latched into position because a soldering tab had lifted up off the pcb. This led to the issue of intermittent hang during boot. Reference# (B)(4).